Event description:
Radio-opaque tip of interventional luge 300cm wire detached, was retained in distal artery during heart catheterization procedure. Pt developed shortness of breath, hypoxia and required intubation.